Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of 14v battery (serial # (B)(6) not able to hold charge was confirmed during the evaluation. The 14v battery was tested with the returned products. However, due to a power cable disconnect and no external power alarm issue produced during the evaluation, all products had to be tested separately. Visual inspection revealed the metal contacts have corrosion damage. The battery was inserted into a test universal battery charger and was not accepted for charge. Charge/discharge testing could not be performed due to the corrosion damage. The battery was tested with a test 14v battery clip and a power cable disconnect alarm was produced. The corrosion damage on the metal contact resulted in an electrical contact issue. A root cause of the corrosion damage could not be determined through this evaluation. 14v battery (serial # (B)(6) was manufactured on 01mar2023 by the supplier. The battery was received for inspection under batch number 8952915. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3, powering the system, describes how to use both 14v battery and 14v battery clips. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that two 14v batteries were returned due to being unable to calibrate or hold charge.